Event description:
The patient did not make progress using the cochlear implant. Using the appropriate diagnostic equipment, it was determined that several electrodes were not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was done in 2000.